Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a restenosed non-bsc stent implanted two years ago located in the left anterior descending artery. A 06/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the upon dilating the cutting balloon, the balloon ruptured before reaching its rated burst. The procedure was aborted due to the difficulties encountered with the anatomy and the patient was referred for bypass surgery. There were no patient complications and the patient has recovered from surgery and is well.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a restenosed non-bsc stent implanted two years ago located in the left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the upon dilating the cutting balloon, the balloon ruptured before reaching its rated burst. The procedure was aborted due to the difficulties encountered with the anatomy and the patient was referred for bypass surgery. There were no patient complications and the patient has recovered from surgery and is well.